Event description:
It was reported that during a transurethral kidney stone removal, using a ureteroscope with a flexible instrument, the tip of the basket broke. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample is forthcoming, visual examination not completed. Investigation is currently in progress. Once completed, a supplemental MDR will be filed. A review of the DHR for the reported lot number did not show any problems or conditions that would have contributed to the reported issue. The labeling and instructions for use states in the precautions: "do not allow the device to come in contact with any electrical equipment. Do not allow the device to directly fired upon by any lithotripsy device. To do so may damage the device and could result in patient injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to perforation, evulsion, edema, entrapment, basket inversion, hemorrhage, and inability to disengage from irretrievable object". (B)(4).